Event description:
On (B)(6), we have been informed by (B)(6) about an incident with a defibrillation electrode set used by the firebrigade (B)(6). A defibrillation electrode set (skintact df27n) and an unknown defibrillator were used. The initial report disclosed that the electrode connector did not fit into the defibrillator. To the date of this report, no more precise information had been made available despite of repeated requests. No further information on the patient, the procedure, the defibrillator model, a possible patient injury and the treatment have been disclosed so far.

Manufacturer narrative:
As neither a lot number, samples or other further information have been made available to us so far, no analysis could be performed. It therefore even remains unclear whether the correct electrode (and connector) was chosen for the defibrillator used. Based on the information available, no conclusion can be drawn. We have requested additional information but not received any yet. We will continue our requests and will relay any information we might receive and further conclusions in a follow-up report.